Event description:
During rigid bronchoscopy of the pt for removal of a foreign body, an unrelated foreign body was visualized in the subglottis, just below the bronchoscope. This was removed using grasping forceps. This foreign body was a grey plastic plug, approx 2 mm long and 2 mm in diameter, and appeared to be the same material as the rubber tip used to occlude the suction port of the bronchoscope. There were no related complications.